Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference to capture more of the patient's pain area. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg was sitting right next to the right side of her spine. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to the ipg was sitting right next to the right side of her spine. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.